Manufacturer narrative:
The case was reopened as the device was received for investigation. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that during implantation of a continuum shell and while the surgeon was using the shell inserter, we noticed that the vertical metal rod of the lateral positioning guide 20° was loose and disconnected from the guide and fell on the ground. This caused 15 minutes delay of the surgery. Review of received data: - two pictures show a lateral position guide with the vertical pin of the lateral position guide is broken off. No other conspicuosness, devices analysis: - the vertical pin of the returned lateral position guide is broken off at the welding. Besides the breakage, the lateral position guide shows some scratches and signs of use. Approximately in the middle of the vertical pin, on one side of the pin, there is a damaged/worn area. The returned vertical pin is slightly bent. The lateral positioning guide is marked with the lot number 10.569886 and the instrument version is b. Review of product documentation: - inspection plan was reviewed. The characteristic regarding the laser welding are following - pos. 1 and 2 must be beads blasted and electropolished after being laser welded together. - general requirements is checked 100% visually and documented by the supplier. - laser beam welding is checked 100% visually and documented by the supplier. - "saubere schweissnaht" is checked with aql2.5. - no other complaint involving products of the same lot number were found. - the design of the instrument was changed on 19.11.2013. (Version b to version c of the instrument) --> the connection to vertical rod was improved: transition fit was changed to a press fit. The instrument involved in this complaint was manufactured before the design change. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient not possible - > a systematic issue with design and/or material properties would have been detected as part of a trend review. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible -> visually inspection of the returned instrument did not evidence corrosion. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, the returned vertical pin is slightly bent. This suggest that force was applied on the vertical pin. It is possible that the surgeon or or staff was unfamiliar with instrument usage and handling. Conclusion summary: it is unknown how many time the instrument was used (on the market since aug 20, 2010) and how the instrument was used. The vertical pin of the returned lateral position guide is broken off at the welding. Besides the breakage, the lateral position guide shows some scratches and signs of use. Approximately in the middle of the vertical pin, on one side of the pin, there is a damaged/worn area. Additionally, the returned vertical pin is slightly bent. The lateral positioning guide is marked with version b. The design of the instrument was changed on 19.11.2013. (Version b to version c of the instrument). With the design change, the connection to vertical rod was improved. The instrument involved in this complaint was manufactured before the design change. The returned vertical pin is slightly bent and in the middle of the vertical pin a damaged/worn area can be seen. This suggest that force was applied on the vertical pin. It is possible that the surgeon or or staff was unfamiliar with instrument usage and handling. If the instrument is used correctly, no force is applied on the vertical pin. It is possible that an high force was applied on the instrument. However, an exact root cause could not be determined. It has to be mentioned that a new version of the instrument, with improved connection to vertical pin, is available on the market since 2013. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is cmp-(B)(4).

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Event summary: it is reported that during implantation of a continuum shell and while the surgeon was using the shell inserter, we noticed that the vertical metal rod of the lateral positioning guide 20° was loose and disconnected from the guide and fell on the ground. This caused 15 minutes delay of the surgery. Review of received data - two pictures show a lateral position guide with the vertical pin of the lateral position guide is broken off. No other conspicuousness. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - inspection plan was reviewed. The characteristic regarding the laser welding: -pos. 1 and 2 must be beads blasted and electropolished after being laser welded together. -general requirements is checked 100% visually and documented by the supplier. -laser beam welding is checked 100% visually and documented by the supplier. -"saubere schweissnaht" is checked with aql2.5. - no other complaint involving products of the same lot number were found. -the design of the instrument was changed on 19.11.2013 --> the connection to vertical rod was improved. The instrument involved in this complaint was manufactured before the design change. Root cause determination: - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms post market surveillance. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. - fracture of instrument due to general corrosion (crevice, pitting, galvanic). => possible, as the instrument was not returned, it cannot be visually inspected and corrosion cannot be excluded. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. => possible, the instrument was not returned for investigation, it is possible that the surgeon or staff was unfamiliar with instrument usage and handling. It is possible that force was applied on the vertical pin. Conclusion summary: as the instrument was not returned, therefore the condition of the component(s) is unknown. It is also unknown how many time the instrument was used (on the market since august 20, 2010) and how the instrument was used. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during surgery on (B)(6) 2017 it was noticed that the vertical metal rod of the lateral positioning guide 20° was loose and disconnected from the guide and fell on the ground.